Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a check sum error that coincided with the explant date. Analysis did not find any record of events or procedures that could have caused backup operation. After product code was downloaded, device showed normal characteristics. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in the emergency room with symptoms of pre-syncope, device was found to be in backup vvi upon interrogation. Patient had a coronary artery procedure approximately three months ago. High battery impedance was noted and device download could not be performed. Device was explanted and replaced.